Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was receiving an error message on the patient controller. Reportedly, the ipg didn¿t meet the longevity expectation. Surgical intervention is pending to address the issue

Event description:
Additional information received identified that patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.